Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device eval, corrosion was found on the motor as well as the sockets of the motor, which is a probable cause of the device running without user activation.